Event description:
It was reported via repair work order that the retractable head section was stuck and would not pull out fully to lock due to a bent patient left telescoping tube. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.